Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing poor performance and is resistant to device use. Revision surgery is scheduled.

Manufacturer narrative:
(B)(4). The external visual inspection revealed cut silastic overmold on the top cover prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed kinked wires on two different locations at the electrode lead. This is believed to have occurred during revision surgery. System lock was verified. The device passed all of the electrical and mechanical tests performed. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: the recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.